Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® flashback blood collection needle has insufficient blood flow through device. The following information was provided by the initial reporter, translated from chinese to english: "when collecting blood for patients, air leakage can be heard at the connection between the steel needle and the window, and blood can be seen in the window, but no blood can flow out when connecting the vacuum blood vessel."

Manufacturer narrative:
H.6. Investigation summary: "material #: 301746. Lot/batch #: 1293360. Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow / damage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that bd vacutainer® flashback blood collection needle has insufficient blood flow through device. The following information was provided by the initial reporter, translated from chinese to english: "when collecting blood for patients, air leakage can be heard at the connection between the steel needle and the window, and blood can be seen in the window, but no blood can flow out when connecting the vacuum blood vessel."